Event description:
During sample retrieval during a bone marrow biopsy, the trocar broke at the removal stage. Needle tip still in the patient's bone. The procedure could not be achieved.

Manufacturer narrative:
Unfortunately, no sample was received for evaluation; therefore, the reported issue could not be confirmed. A review of the device history record, raw material history files and the sterilization batch records for the listed manufacturing lots showed no recorded quality problems or rejections related to this reported incident. A review of all mfg processes did not identify any issues that may have contributed to this failure mode. The results of the investigation were inconclusive and therefore a root cause could not be identified.